Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgment and high pacing thresholds. It was suspected that the placement and/or removal of a vascular catheter in the patient displaced the lv lead. A new lead was successfully implanted. No additional adverse patient effects were reported.